Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Despite good faith efforts to obtain additional information, the user facility was unable or unwilling to provide any further patient, product, or procedural details. As part of all complaint investigations, attempts were made to evaluate the subject device as well as the device usage. In this case, no sample and no images were provided. Therefore, the reported problem could not be reproduced. Potential factors that could have led or contributed to the reported event have been considered. Previous investigations of similar complaints have been reviewed. The event may be associated with difficult anatomic conditions such as tortuous or calcified vessels. No pre-dilation of the lesion had been performed which is considered another contributing factor to the reported failure to advance the system through the lesion. On the basis of the limited information available and as no sample or image was provided for evaluation, a definite root cause for the reported event could not be determined.

Event description:
It was reported that the stent graft delivery system would not track through the lesion. The lesion had not been pre-dilated. During the attempt to cross the lesion, a blushing of contrast medium was detected indicating a vessel perforation. A balloon dilation was performed to successfully seat the vessel. A bare metal stent was used to complete the procedure successfully. The patient was reported to be doing well post procedure.